Event description:
Data review determined that there was no high impedance ever detected via the 24 hour checks while the generator was implanted. Given this, and the previous information provided that the doctor believed he cut the lead even though he didn't feel it, it can reasonably be concluded that the lead fracture was due to user error. It was determined that the lead fracture resulted in the 0 ma output current in MFR. Report # 1644487-2020-00287, which is an expected event. No further relevant information has been received to date.

Event description:
It was reported that a lead fracture was found during a prophylactic generator replacement surgery. Pre-operatively, impedance was within normal limits. It was noted that the lead was completely broken when removing the ipg out of the pocket. The surgeon indicated that he didn¿t feel any resistance or other indication that he would have potentially cut the lead. To confirm that he would feel the surgical tool cutting through the lead, he tested by cutting a piece of the lead with the tissue scissors again and said that he definitely could feel a resistance cutting it, which he didn¿t notice during opening the skin. The surgeon still believed he may have cut the lead. Impedance was reportedly still ok even after seeing the fracture; however, given that the impedance value was identical to the pre-operative value, this is likely because system diagnostics weren't performed. As a result of the fracture, the lead was replaced along with the generator. The explanted products were discarded. No further relevant information has been received to date.